Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system locked up during a case. After the 9800 system was rebooted the images were degraded. No pt injury was reported.